Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. Programming changes were made on the device. Patient was stable.